Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 206 mg/dl to "high"; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.